Event description:
Event description guidant received information that the monitoring voltage of this cardiac resynchronization therapy defibrillator (crt-d) measured 3.13v (via inductive telemetry) while in storage mode, whereas the box label indicated that the monitoring voltage should be 3.24v. It was reported that no capacitor reformations had been performed and that the device had not been stored in a cold environment. This device was not used for the implant procedure.